Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from orthopaedic institute of central jersey. The title of this report is ¿a post-market clinical follow-up (pmcf) of the fixation of sutures and soft tissue with the sonic anchor¿ which was released in june 2018 and is associated with the stryker sonic anchor system, within that report, postoperative complications/ adverse events were reported, which occurred between february 2016 and april 2018. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the report, therefore 12 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses a deep incision dehiscence and infection requiring oral antibiotics and partial removal of the nonabsorbable suture only. In this patient the anchor was left intact and remained uninvolved. This pi addresses the incision dehiscence and infection requiring an oral antibiotic.